Event description:
Allegedly, post an eswl lithotripsy procedure, pt was admitted to hospital for treatment of a hematoma. After overnight stay, pt was released and condition reported to be good. This event was reported by fortec/owner-operator of the slx-f2; the event occurred at: (B)(6).

Manufacturer narrative:
Hematoma is a known side effect of eswl lithotripsy treatment and is addressed in our labeling. At fortec's request, a complimentary service eval was performed on this system the day prior to the incident. Service tech found a loose connector for the inflation of the airbags and re-secured it. Service tech reported that the complete system was operating properly at the conclusion of the service visit. No malfunction was noted or reported at the time of the procedure. There were 5 other pts that received treatment on the same day, and none of them reported any difficulties. Unit has been in continuous service since the event. There is no plan to schedule eval of unit.